Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The customer was told by olympus technical assistance center (tac) to double-check if a third party lamp is being used. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii xenon light source received error e103 lamp light up during a case. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Correct data: d4 (the serial number was confirmed to be unknown. Therefore, a serial number was listed in error on the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the e103 error could not be identified. However, it¿s likely the cause is related to an abnormal illumination lamp. Olympus will continue to monitor field performance for this device.